Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for pulmonary edema and pleural effusion characterized by dyspnea. Based on the available information, it cannot be determined what exactly caused the events of pleural effusion and pulmonary edema to occur. It was reported that the patient experienced a drain issue during pd treatment approximately 5 days prior to the patient¿s hospitalization. Currently, it is unknown what caused the drain issue to occur as there are many potential factors that contribute to drain complications. However, it was reported by the patient¿s pd nurse that the patient was completing pd treatments with the fresenius cycler without any adverse effects prior to hospitalization. Due to a temporal relationship with the reported drain complication, the liberty select cycler cannot be excluded. However, there is currently no objective evidence that a liberty select cycler malfunction caused this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) therapy has been hospitalized for pulmonary edema and pleural effusion. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2026 for symptoms of shortness of breath. Per the nurse, the shortness of breath did not occur during a pd treatment. While hospitalized, the patient was diagnosed with pulmonary edema and pleural effusion. The patient received medical care in the intensive care unit (ICU). However, the nurse would not be able to provide treatment details. It was reported that the patient was pending hospital discharge and was no longer experiencing pulmonary issues or in the ICU. The nurse could not identify the exact cause for the event. The nurse stated that the patient did experience drain issues on (B)(6) 2026. However, the nurse indicated this did not cause any adverse effects to the patient. It was stated that the patient was able to complete pd treatments with the fresenius cycler prior to hospitalization without any adverse effects. Per the nurse, a replacement cycler was requested due to the reported drain complication. However, per the patient¿s nephrologist, it is not suspected that the cycler caused the patient¿s hospitalization.